Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented rash on arms and face, this consumer had a previous history of nickel sensitivity and essure was explanted on (B)(6) 2016. The reported event is serious and anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, rash on arms and face occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since essure removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained due to lack of reporter´s contact information.

Event description:
This case was reported via regulatory authority (reference number: mw5066435) on 20-dec-2016 and was forwarded to bayer on 20-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of rash ("rash on arms and face") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient started essure. On (B)(6) 2016, the patient experienced rash (serious criteria hospitalization, disability, medically significant and clinically significant/intervention required), headache ("headache"), arthralgia ("joint pain"), dyspareunia ("pain during intimate moments"), vaginitis bacterial ("bacterial vaginitis"), alopecia ("hair thinning"), abdominal distension ("swelling in the stomach") and back disorder ("swelling in the back area"). The patient was treated with paracetamol (tylenol), naproxen sodium (aleve caplet) and naproxen. Essure was withdrawn. At the time of the report, the rash, headache, arthralgia, dyspareunia, vaginitis bacterial, alopecia, abdominal distension and back disorder outcome was unknown. The reporter considered rash, headache, arthralgia, dyspareunia, vaginitis bacterial, alopecia, abdominal distension and back disorder to be related to essure. The reporter commented: hospitalization,disability, permanent damage, required intervention was mentioned but not specified and/or assigned to one of the events. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented rash on arms and face, this consumer had a previous history of nickel sensitivity and essure was explanted on (B)(6) 2016. The reported event is serious and anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, rash on arms and face occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since essure removal was required. A product technical analysis and further information is being sought.